Manufacturer narrative:
(B)(4). Results - rep samples were returned for eval. The packaging was visually examined and the suture functionally tested for knot pull tensile strength and they met the requirements. Conclusion: the devices were received in a condition that meets specification. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a lateral episiotomy procedure on (B)(6) 2010 and suture was used for intracutaneous succession sewing. Five days after the surgery, the skin ruptured and the surgeon did not see the suture. There was no infection, no redness or turgidity. The surgeon used potassium permanganate hip bath to treat the pt. Now the pt is fine.